Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's right ventricular (rv) lead was deteriorating. The patient also reported that due to this deterioration the lead would need to be replaced in the next three years. The patient also inquired on lead removal. An attempt to obtain additional information from the field representative was unsuccessful. Currently this right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that as per boston scientific technical services (ts), this lead exhibited high pacing thresholds. There was no information obtained from the field representative. This lead remains in service as of this time. No adverse patient effects were reported.